Event description:
For software seed versions v. 11.0 and v. 11.1, a source decay calculation is not performed when an existing patient file is recalled and when the patient treatment parameters contained in that file are unchanged. In this situation, the original treatment parameters are displayed, including the original source strength, and a source decay calculation to correct source day to the actual time of treatment will not be utilized.